Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device will be scheduled for a device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis, the device was discarded by the hospital staff.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device will be scheduled for a device replacement. No adverse patient effects were reported. This device remains in-service.